Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient had initially been implanted with a competitor device at an unknown date. Subsequently, due to occlusive disease, the patient was scheduled for an implant of a bifurcated device on (B)(6) 2016. During implant, the physician encountered difficulty with deployment due to the competitor stent becoming twisted and causing a left limb occlusion of the bifurcated device. Physician corrected the issue by performing an aui fem-fem bypass. The patient came out with satisfactory results.